Event description:
Reportedly, in (B)(6) 2013, the device was interrogated and the battery impedance was at 4.46 kohm; patient was then sent away for 1 year. However, on (B)(6) 2013, the patient was admitted with shortness of breath. The pacemaker was found in vvi mode 70 min-1 and it reached the elective replacement indicator (eri). The device was then explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4). This events concerns a device that was manufactured and used outside the united states. Analysis is pending.